Event description:
The customer reports that during the CPAP mode, the ventilator delivered a constant gas flow to the pt. There was no pt injury; the low expired minute volume alarm activated. Ventilator settings available.